Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after an internal fixation procedure had been performed on an unknown date, the patient experienced pseudoarthrosis and was recommended for revision surgery of the metatan nail on (B)(6) 2022. The surgeon planned to exchange this nail with a t2a nail, but the lag screw could not be removed from the nail and the surgery had to be cancelled without removing/replacing the hardware. The patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the requested clinical documentation was not available. Without the requested clinical documentation, possible contributing clinical factors could not be definitively concluded. The patient impact beyond the reported pseudoarthrosis, unsuccessful /cancelled revision to competitor device, and 20-minute surgical delay could not be determined. No further medical assessment could be rendered at this time. Device specific identifiers were not provided thus an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and product prints review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.